Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours. Battery was removed form pump and monitored for 10 minutes. Device powered up properly after insertion of the battery and no insulin pump error alarms were noted. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with a post-reset error. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.